Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was observed that the wire was damaged and that the jaws were misaligned on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, the initial reporter confirmed that the wire was frayed.